Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia after a supply change, during which the prior infusion site was found with the needle guard still in place; the user then applied a new contact detach infusion set, resumed insulin delivery, and later reported continued ¿high¿ glucose, choosing to give an injection and reconnect later. Symptoms included facial numbness consistent with the user¿s prior experience during high glucose. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education with guidance to perform a complete supply change and confirmation that a high glucose alert occurred on the ilet. Investigation of this case revealed that the initial elevated glucose was associated with an infusion site issue due to a retained needle guard and that the ongoing hyperglycemia had an unclear cause after site replacement. It was concluded, based on previously established findings for similar reports, that the cause was unclear.